Event description:
It was reported that: the spontaneous breathing of a patient was assisted with n-CPAP via a nasal fixation, a so-called nasal prong. After ten days of treatment it was detected, that the nasal cartilage of the patient had developed a serious necrosis.